Event description:
During a request for peritoneal dialysis (pd) therapy assistance on the homechoice (hc) machine, it was reported that the home patient (hp) was connected to the hc during the priming step of therapy. The technical service representative (tsr) advised the care giver (cg) to end the hp¿s therapy and explained why. The hp was to restart therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.